Event description:
Customer reported the infusion sets have leaked insulin for the past 3 months. The leaks have originated at the cannula under the self- adhesive. Her blood glucose has elevated to the 300-400 mg/dl range due to the leaks and increased stress. Her target blood glucose is 120-150 mg/dl. No adverse event was reported. The alleged product was requested for evaluation, and the customer was sent infusion sets with a longer cannula.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.